Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller reported that the patient has not used the device in years, remote is off and they can't get it turned back on. The caller indicated that the patient exchanged text messages with a manufacturer representative (rep) and the rep said that the patient would be eligible for full body scans. Additionally,  pt said they couldn't get the remote turned on and hasn't used the ins in awhile. Reviewed replacing batteries in the programmer, reviewed option to have hcp confirm MRI eligibility using scan-type eligibility form. Troubleshooting was not required. Tss reviewed MRI information. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient (pt) has not been seen since 2019 at the provider's office and the ins battery has been dead for at least 1 year. Caller states they have attempted to get the pt into the office to get the spinal cord stimulator recharged but pt is not compliant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2023. They reported that they have had some family health issues as well as their own (cancer, surgery and treatments), which were factors in their ins going dead. The controller would not turn on because they had not charged it for a long period of time due to their health issues and their family health issues. The pt stated they are hoping to make an appointment to have their device(s) "reactivated". Pt weight was provided. Serial number of the programmer was also provided.